Manufacturer narrative:
The synergy xd mr ous 2.50 x 16mm stent delivery system (sds) was returned for analysis. Examination of the crimped stent via scope found evidence of damage with stent struts from the distal stent region lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 05-jan-2021. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilation with a 2.00 x 15mm balloon, a 2.50 x 16mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure, the device could not pass through the angle due to resistance. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.